Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal and a separated upstream occlusion seal. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the air detector and downstream/upstream occlusion seals were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarm sound is low even on the highest setting. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.